Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was found unconscious by her husband. The events leading up to this were not specified. The patient¿s cgm was reading 67 mg/dl and the bg meter was reading 32 mg/dl. The patient¿s husband attempted to treat the patient with a relion glucose shot (oral solution) but the patient was not able to swallow it. Therefore, the patient¿s husband called 911. Once ems arrived, the patient was treated with IV d50 (dextrose). The patient recovered at home and was not transported to the hospital. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and passed however, the product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. The customer complaint is undetermined as analysis would not be able to confirm the complaint or determine a potential root cause. The probable cause could not be determined post investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).